Event description:
It was reported to philips that the allura system cannot produce x-rays. The device was in clinical use. No patient or user harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot be able to produce x-ray. A review of the system logfiles found tube and generator errors. Upon troubleshooting actions, fse identified that the small filament was burnt, point was leaking oil and miu has connection fail error. The defective x-ray tube (mrc200 0407 rot-gs 1004, sn: (B)(6)) was returned for analysis and it was concluded that the tube was failed due to the burnt filament. Fse replaced the tube, point and miu. Later, fse found that the tube was failed to calibrate because the frontal and lateral tubes were switched. Fse reconfigured the system parameter, generator and detector. After repairs, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.